Manufacturer narrative:
The reported condition of failure code 808:03 was confirmed on channel b but not duplicated. The reported condition is due to dirt in the tubing channel. The channel b was cleaned to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported to baxter (B)(4) technical services one colleague infusion pump in which failure code 808:03 occurred upon power up in the ICU. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.